Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the probe got stuck due to heavy rust. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: d02, which is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the probe got stuck in transducer due to heavy rust. There was no patient involvement.